Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent implantable pulse generator (ipg) replacement procedure was doing well postoperatively. The explanted device was disposed by facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.